Event description:
The company's representative reported that the company's unknown foam dressing was difficult to remove from the enduser's skin. Furthermore, it was mentioned that the doctor recommended foam dressings to use for coccyx pressure injury on their tailbone and advised to leave it for three days. However, it caused pain and was removed on second day. While removing the dressing, the adhesive got stuck to the wound and hence was hard to remove, which further led to bleeding, however it got resolved. No photo is available at this time.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092, manufacturing site: 9618003.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Batch record review: lot 5b02613 was manufactured 17/feb/2025, in bodolay line, with a total of (B)(4) market units (mkus). The complaints engineer performed a batch record review on 29/dec/2025, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1704761 and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. The defect reported by the customer could occur during the sub-assembly process performed in the extrusion, lamination & cutting process (elc) manufacturing line. For this reason, a detailed batch record review was performed of the subassembly lot manufactured in this line. The subassembly lot 5b02392, 5b05773 order (B)(4) respectively, material 1003374, was manufactured on 02/24/2025, 03/01/2025 respectively, in the elc #11 manufacturing line, with a total of (B)(4), respectively, eaches. The complaint investigator performed a batch record review on 29/dec/2025 and it was confirmed that the applicable procedures were followed, the components for assembly were correct as per bom and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. The defect reported by the customer could occur during the sub-assembly process performed in the roping durahesive mix manufacturing line. For this reason, a detailed batch record review was performed of the subassembly lot manufactured in this line. The subassembly lot 5b04394, 5b04395, 5b02426, 5b02427, 5b01250 order (B)(4) respectively, material 1725587, was manufactured on 02/24/2025, 02/27/2025, 02/17/2025, 02/22/2025, 02/09/2025 respectively, in the roping durahesive mix manufacturing line, with a total of 5,894.300, 5,769.000, 5,811.900, 5,973.000, 5.811,000, respectively, kilogram (kg). The complaint investigator performed a batch record review on 29/dec/2025 and it was confirmed that the applicable procedures were followed, the components for assembly were correct as per bom and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. The defect reported by the customer could occur during the sub-assembly process performed in the amk mixer large #3 and amk mixer large #2 manufacturing line. For this reason, a detailed batch record review was performed of the subassembly lot manufactured in this line. The subassembly lot 5b02428, 5b04954, 5b01247, 5b01249, 5b02840, 5a05623 order (B)(4) respectively, material 1738335, was manufactured on 02/23/2025, 02/27/2025, 02/16/2025, 02/10/2025, 02/22/2025, 01/29/2025 respectively, in the amk mixer large #3 manufacturing line, with a total of 5.928,700, 8,170.900, 5,688.000, 5,698.500, 5,900.300, 14,523.100 respectively, kg. The complaint investigator performed a batch record review on 29/dec/2025 and it was confirmed that the applicable procedures were followed, the components for assembly were correct as per bom and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. The subassembly lot 5b01248 order (B)(4) material 1738335, was manufactured on 02/08/2025 in the amk mixer large #2 manufacturing line, with a total of 9,841.100 kg. The complaint investigator performed a batch record review on 29/dec/2025 and it was confirmed that the applicable procedures were followed, the components for assembly were correct as per bom and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. Photograph, video and/or physical sample evaluation: no photographs associated with this case were received and no unused return sample was expected. Historical complaints review: on 29/dec/2025, complaints engineer ran a query in database in order to verify the complaints reported for the 5b02613 lot for the malfunction ¿adhesive dressing requires excessive force for removal from skin (i.e. Difficult to remove)¿ defect and no additional complaints were identified. Historical nonconformance review: on 29/dec/2025, complaints engineer ran a query in database looking for any in process nonconformance / CAPA (s) associated to the malfunction ¿adhesive dressing requires excessive force for removal from skin (i.e. Difficult to remove)¿ defect for the lot number 5b02613 and as result, no nonconformance / corrective and preventive actions (CAPA) (s) for this malfunction were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction (pi), the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: test methods "rolling ball tack test": (B)(4). Defect rate analysis there have been 1 defective part confirmed to date from a lot size of (B)(4) products. This represents a defect rate of only (B)(4), which was well within an appropriate acceptable quality level (aql) for this defect which should be (B)(4) based on our standard operating procedure (sop). In addition, all of the in-process testing on this lot did not find a single defective unit, which confirms that the lot was unlikely to breach an aql of (B)(4). To date, it was well within our accepted aql level for this type of failure mode or defect. Conclusion: no photographs for this complaint issue. Therefore, it was not possible to conduct an investigation for the reported issue. A review of batch records was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancies related to this issue were found within the documentation. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.